Event description:
The customer reported that orders generated in 2009 for a patient did not appear on the patient's "medications" record.

Manufacturer narrative:
The customer reported that orders generated in 2009 for a patient did not appear on the patient's medication administration flow sheet, even though, it was in the patient's medication administration record. Philips is in the process of obtaining additional information regarding this issue, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.